Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: bad power supply, no power, power switch failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has a faulty power switch unit. The most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's all lights are off and front panel won¿t turn on. The issue was found during set up of the device. There was no patient involvement.